Event description:
It was reported that the footswitches with black footswitch cables were experiencing intermittent min and max activation issues during practice cases in the veterinarian lab in the clinical education department. The customer determined the problem to be the cable. No pt involvement occurred.